Manufacturer narrative:
The pump had a blank display due to moisture damage on the lcd board. Unable to perform the idle current, run current, self-test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to a blank display. The pump had minor scratches on the display window and a partially broken off reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was dropped and got exposed to moisture. The customer reported that the insulin pump went blank immediately after being exposed to moisture. The customer's blood glucose was unknown at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.